Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the pool while connected to the insulin pump. Customer's blood glucose was 82 mg/dl. The customer also reported a constant tone occurred on the insulin pump after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was unable to verify constant tone or performed the displacement test due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.